Event description:
During a peripheral angiogram and iliac pta treatment procedure, balloon removal difficulties were encountered. At the end of the procedure, upon deflating the ultra thin balloon, it appeared that the deflated balloon became stuck in the distal end of the 5fr arrow sheath. The physician applied pressure to withdraw the balloon from the system, encountered resistance, applied more pressure and snapped off the balloon catheter delivery system at the proximal end of the sheath, leaving behind a partially deflated balloon, wedged in the sheath. The balloon and sheath were removed as a unit without pt complications.